Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) expired on 9/23/96. On 9/24/96, the ICD was interrogated and found to be in the 'monitor only' mode, not in the 'monitor + therapy' mode. In the 'monitor only' mode the ICD will monitor a patient's ventricular arrhythmia, but deliver no therapy. The patient's husband did not want an autopsy performed or have the ICD explanted for analysis. The cause of death has not been identified, but because of the patient's medical history (and episode data stored in the device memory) it's suspected to be related to a ventricular arrhythmia.

Manufacturer narrative:
This device was previously submitted on edi #2124215000199700357. Based on new info received with the medwatch form(FDA memo, dated october 10, 1997), the device was accidently programmed to the "monitor only" mode during a routine follow-up by a health care professional.